Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a device test that failed. The customer reported a blood glucose value of 710 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, fatigue, vomiting, muscle weakness, and coma treated with an IV insulin drip (intravenous insulin infusion) during hospitalization. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. The customer reported high blood glucose levels. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The high-pressure test did not pass twice no further patient complications were reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 07-may-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 07-may-2024listed on smartsolve. Dailytotalcollectionstarttime: 05/07/2024 00:00:00.000 dailytotalofallinsulindelivered: 322000 (32.2 u) dailytotalofbasalinsulindelivered: 322000 (32.2 u) dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the customer's event date of 06-may-2024, there is no unexpected alarms/suspends and no bolus delivery noted. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 06-may-2024 listed on smartsolve. Dailytotalcollectionstarttime: 05/06/2024 00:00:00.000 dailytotalofallinsulindelivered: 312750 (31.275 u) dailytotalofbasalinsulindelivered: 312750 (31.275 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No delivery alarm/insulin flow blocked alarm was found on: (B)(6)2024 10:40:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 10:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 10:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 11:04:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 11:14:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 11:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 12:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 07-may-2024 and customer's event date of 06-may-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 14:15:00.000 (B)(6)2024 14:25:00.000 lostsensor2alert (781) was found on (B)(6)2024 14:41:00.000 (B)(6)2024 14:51:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The insulin flow blocked alarm functioning properly. Customer alleged for absence of no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.